Event description:
Philips received a complaint from the field service engineer (fse) on the v60 indicating that while performing preventative maintenance, it was discovered that the blower was not activating, values in ventilator mode not appearing. It was reported there was no patient involvement at the time the issue was discovered. The repair was completed by the fse by reseating the blower cable to the motor controller board, reseating the data acquisition board to the flow sensor assembly, and reseating the da cable to the motor controller board which resolved the reported problem. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.